Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device there was water leaking through the main block from the interlock block. The customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical level 1 fluid warmer was leaking during testing. No patient involvement.